Event description:
It was reported that this humidifier was not working. There was no reported patient involvement. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).